Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The battery harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the battery was not able to be seated into the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.